Event description:
The user facility reported a 58-year-old patient needing mechanical circulatory support. It was reported that the patient was placed onto impella cp support and while on support, the patient experienced intermittent ventricular fibrillation (vf) with no specified resolution. The patient also experienced slight access site bleeding with no reference for any intervention needed. Additionally, the pump experienced intermittent, ongoing suction with no specified resolution.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Impella cp with smart assist system instructions for use for the related event are as follows: section: impella stopped ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ this report is being filed as part of a retrospective review of historical records.